Event description:
It was reported that (1) scg45 was used during a lobectomy procedure. It was reported by the rep that when firing across the lobar broncs with the green load the gun cut but did not close the broncus. Misformed staples were put out and noticed on field and gun. The gun and reload are being returned. There was no consequence to pt.